Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. It resulted in pacing inhibition. The device was reprogrammed. There were no patient consequences.